Event description:
After 3 months patient showed signs of vaginal erosion, from the outside vaginal area to the inside. Patient showed no signs of stress incontinence. Exam showed erosion with no signs of infection and pain. Doctor did a vaginal dissection around the mesh. Mesh was covered with vaginal tissue at the site of the erosion. Procedure took 15 minutes.